Manufacturer narrative:
Review of received information: on-site investigation was performed by our field service engineer. The claimed issue was confirmed during troubleshooting. According to received information, the MRI event caused the base unit to be twisted, cracks on the display's rear case and excessive leak during pre-use check. The additional information has been requested for further investigation.

Event description:
It was reported that the ventilator became magnetically attracted to a MRI scanner. There was no patient involvement. Manufacturer's ref #: (B)(4).